Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. Another prostyle was used but the same occurred. Pre-close was abandoned and the sheath was upsized to 16f sheath and the procedure was completed. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Device analysis noted an anterior cuff separation occurred but was not returned. The location of the detached cuff is unknown. However, the account confirms the cuff separation did not occur in the patient. There was no report of flow disturbances or patient effects that would suggest that the separated foot was left behind in the patient. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. Another prostyle was used but the same occurred. Pre-close was abandoned and the sheath was upsized to 16f sheath and the procedure was completed. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.